Manufacturer narrative:
(B)(4). The customer returned one, opened PICC kit. The peel-away sheath/dilator assembly will be analyzed as part of this complaint. Definite signs of use in the form of biological material were observed inside the peel away sheath. Visual and microscopic analysis revealed that the sheath tip was damaged and folded. The sheath was additionally severed to analyze the cross section. The sheath length measured 2 5/8" which is within the specification limits of 2 5/8 - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.077", which is within the specification limits of 0.075"-0.081" per the extrusion product drawing. The sheath inner diameter measured 0.064", which is within the specification limits of 0.062"-0.067" per the extrusion product drawing. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and a finding was identified. A non-conformance was initiated for batch 34c23f0129 to address the issue of lumps on the extrusion. This is potentially relevant to the investigation. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The IFU also states, "precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of peel-away body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and folded up the dilator. Despite the damage, the sheath and met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the tip of the peel-away sheath was found deformed/twisted during use (it was not deformed by the procedure but had been deformed from the beginning). Therefore, another sheath from a new kit was used to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the peel-away sheath was found deformed/twisted during use (it was not deformed by the procedure but had been deformed from the beginning). Therefore, another sheath from a new kit was used to complete the procedure. No injury to the patient occurred.